Manufacturer narrative:
Medical device lot #: an invalid lot # of 0199148, was provided by the initial reporter device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was performed for provided lot number 199148. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two picture samples were received for evaluation by our quality team. One picture shows the packaging blister top web and the other photo shows a syringe with the plunger rod-rubber stopper all the way down. There is a white solution between the rubber stopper ribs. The cause for this defect could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the syringe 50ml catheter tip experienced leakage. The following information was provided by the initial reporter: when aspirating the medication, the medication passed through the plunger and leaked out of the syringe.